Event description:
Had a confirmed covid exposure with a contagious individual on (B)(6) 2022. Developed symptoms on (B)(6) 2022. Took a curative pcr test while symptoms were still occurring on (B)(6) 2022. Test results were negative for covid. One week later while still symptomatic tested positive for covid, indicating that first pcr test was a false negative. FDA safety report ID # (B)(4).